Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record could not be completed due to the lot number being unknown. A search of the complaint could not be completed due to the lot number being unknown. Product specific trending for the past three years shows there has been 7 similar reports. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device has not been received.

Event description:
The user facility reported pullout with the involved angio-seal device. The following information was provided by the user facility: they went through the deployment steps for an angio-seal post case. When she pulled back on the device, the entire system came free of the patient. She verified with imaging that no foreign body was detected. She opened the device and saw that the footplate was still inside. It was reported that the patient condition was good.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in device available for evaluation? And to provide the completed investigation. One each of the following 6f angio-seal vip components was received for evaluation; hemostasis sheath and carrier tube assembly. The tyvek pouch was returned as well. The carrier tube was in the full rear lock position. The anchor was completely stuck at distal side of valve. Manufacturing slit on carrier tube assembly seems more up than normal. Tamper tube was completely exposed below. Measurements were taken for od of the carrier tube assembly 0.0805". Od of the bypass tube was 0.1378". ID of the hemostasis sheath hub end was 0.126". The anchor was manually pulled to reveal collagen which was covered in dried blood like substance. No anomalies were noted during deployment. The exact cause of this event cannot be determined based on the available information but it is likely that excessive pulling force due to over tightening after full deployment led to the pullout of all components. There is no evidence that this event was related to a device defect or malfunction. With no return of the actual device the exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.